Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should additional information become available a follow up medwatch will be submitted.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice machine during dwell 7 of 7. The home patient (hp) was still connected. The supply bags were empty, only the heater bag had solution. According to the patient, the bag did not get disconnected. The technical service representative assisted the hp to clear the alarm by cycling power. The hp will finish therapy with a manual bag. There was no patient injury or medical intervention indicated at the time of the initial report.